Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the tray cse whit27g4.7 we17g3.5 swc x3795 catheter infiltrated the vein during use. The following information was provided by the initial reporter: "anesthesia epidural catheter infiltrated intravascularly "

Event description:
It was reported that the tray cse whit27g4.7 we17g3.5 swc x3795 catheter infiltrated the vein during use. The following information was provided by the initial reporter: "anesthesia epidural catheter infiltrated intravascularly"

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the event was reported incorrectly. The following information has been updated: type of reportable events: serious injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tray cse whit27g4.7 we17g3.5 swc x3795 catheter infiltrated the vein during use. The following information was provided by the initial reporter: "anesthesia epidural catheter infiltrated intravascularly ".